Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. Customer's blood glucose level read "high¿, however, specific blood glucose (bg) value was not provided. The customer addressed their elevated bg with a manual injection of insulin. Reportedly, the customer reverted to an alternate method of insulin therapy.